Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, and after resetting, the malfunction did not recur. Customer was advised to continue using the pump and to contact support again if any issues arise, and they acknowledged and understood the instructions.